Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures.. The customer experienced high blood glucose level was 96 mg/dl. Customer was able to clear the alarm, able to complete pump rewind. Customer stated that they performed self test and it did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis

Manufacturer narrative:
Device passed displacement test and self test. No unexpected device test failed alarm noted during testing. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.